Manufacturer narrative:
(B)(4). Although requested, set has not been rec'd. A f/u report will be submitted with failure investigation results should the set be rec'd for eval.

Event description:
The customer reported leaking near the check valve. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.